Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2022. UDI #: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that resulted in an inability to initiate mechanical ventilation during a case. There was no patient injury.